Manufacturer narrative:
Reported device lot number: 822562002.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. The patient stated the device was losing rigidity as the patient was unable to perform sexual intercourse. An MRI scan identified a possible fracture in the proximal segment of the left shaft of the device. The device remains implanted, and the explant surgery is already booked. There were no patient complications reported.